Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 565 mg/dl. The customer was released, then re-admitted on (B)(6) 2010, with a blood glucose reading of 675 mg/dl. The customer called from the hosp due to a possible heart attack. Prior to the first event, the customer experienced thirst, exhaustion and stress. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer did mention that she had received no delivery alarms in the past. Nothing further was reported.